Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock while the patient was sitting still. The device was tested in clinic with no noise able to be reproduced. An x-ray was completed with no indication of integrity or connection issues. The device was reprogrammed to the maximum smart charge. Device data was sent to rhythmcare for review. Data review identified that the shock impedance measurements increased, however remained within normal limits. This device remains in service. No adverse patient effects were reported.